Event description:
The lesion was pre-dilated with a 2.5 x 15 mm balloon catheter, followed by deployment of a 3.0x 18-mm bx velocity stent in the mid lad. Selective angiography after stenting showed severe spasm of the entire lad (including the diagonal branches) and the left circumflex artery (lcx), with almost complete obliteration of the vessel lumens. The pt experience severe chest pain, which collelated with st elevation in the inferior and anterior ECG leads. Their blood pressure fell to 70/50 mmhg. Despite the administration of intracoronary nitrates and verapamil, and re-dilation of the lad with the balloon catheter, there was no improvement the blood pressure of coronary spasm. The pt developed frank pulmonary edema and required mechanical ventilation, inotropic support, and intra-aortic balloon pump (iabp) support.